Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Chemical stress by sterrad 100nx. Touching to the glue of the rubber of the bending section of the insertion tube of the device by trocar.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the glue of the rubber of the bending section of the insertion tube of the device partially peeled off. Olympus inspected the device at the service department of olympus and found that the glue of lens of the distal end of the insertion tube and the glue of the rubber of the bending section of the insertion tube partially peeled off. The local service engineer reported the user's reprocess conditions as follows: - washing machine 92 °c/5min. Liquid sumemed enzyme. - drying cabinet 57-60 °. - sterilization in sterrad 100nx. Other detailed information was not provided. There was no report of patient injury associated with the event.